Manufacturer narrative:
G4: 15jan2021. B4: 18jan2021. After further investigation of this complaint, new information received deems this case to be non-reportable. The event took place during performance verification testing is prior to therapeutic application, the reported issue is not likely to cause or contribute to death or serious injury. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 24nov2020.

Event description:
The customer reported a problem with the flow sensor. The unit was not in use on a patient when the reported problem occurred.